Manufacturer narrative:
Evaluation summary: one device was received for evaluation. The returned sample did not meet specification as received by medtronic. The visual inspection found no defects. There was no patient involved. The investigation found that during the test (cross coupling), when monopolar 1 was activated - monopolar 2 was measured, full power was measured for monopolar 2. The investigation identified the cause of the reported event to be the relay board. The relay board was replaced to address the condition. Mif information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during servicing, the unit had a defective sr board component. There was no patient involvement.